Manufacturer narrative:
Device was initially received for the complaint that the battery door was cracked and battery separators missing. During investigation found a lifted downstream occlusion seal. This malfunction makes the event reportable. Review of event log/alarm history found no event history related to the current complaint. There was no 12-month service history reported. The visual and functional testing was performed. During visual inspection found that battery door cracked, battery compartment damaged, lcd lens cracked, dso seal lifting and passed after repair. The complaint confirmed through visual inspection. The dso seal was replaced and calibrated. The device passed all testing criteria during performance verification testing.

Event description:
It was reported that the battery door was cracked and battery separators missing. During investigation found a lifted downstream occlusion seal. This malfunction makes the event reportable. The event happened during testing and there was no patient involvement.